Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure. Next course of action is undetermined at this time.

Event description:
Update was received from representative stating that the proclaim 5 implantable pulse generator was able to communicate with the replacement patient controller and provide effective therapy.

Manufacturer narrative:
It was reported the patients ipg became inoperable following an unrelated surgical procedure. The issue was resolved through troubleshooting. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.